Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test. No unexpected insulin flow blocked alarm/no under delivery anomaly noted during testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experiencing high blood glucose, nausea, abdominal pain, headache, mood swing and customer alleges insulin pump was under delivering because their blood glucose level remaining high after using insulin pump. Customer¿s blood glucose level at time of incident was over 33 mmol/l. Customer reported that they feel okay to troubleshooting. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Customer contacted with their health care professional regarding the high blood glucose. Customer was at hospital visiting with their father and did not have infusion set or reservoir information available. It was unknown that the customer was used auto mode at the time of high blood glucose or not. The device will not be returned for analysis.